Event description:
Removal of fractured compression screw & fractured screw in plate. Had total knee replacement done. Origional or 9/7/88 with exploration 1/30/90. (4/88 = union fx diatalfemur - insert plate & leg screw,) (1/90 = exploration left femur - compressed screw between leg screw & side plate was fractured & 2nd screw in bone plate - bone graft)2/19/93 remove fx screw & leg screw & plate & insert tm rod & total kneeinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.